Manufacturer narrative:
The pod arrived fully deployed in pod state 15 with 56 pulses delivered, completing first and second prime. No timeouts or drive stalls were observed in the data. No damages were observed on the needle mechanism to cause the reported needle mechanism failure. The cause of the needle deployed early event could not be determined. No damages were observed on the needle tip when inspected under magnification to cause the reported infusion site event.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. Patient reported feeling a bit of pain when placing the pod, which is when they noticed the needle had prematurely deployed. Additionally, the patient reported a tingling and itching sensation at the site where the cannula would have inserted into the skin. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.